Event description:
It was reported that they were having issues charging their implant and the issue began yesterday. Patient stated they had to go in yesterday and put the implant in MRI mode because they needed to do an EKG because they will have surgery tomorrow and the implant wouldn't come back out. Patient said they couldn't get the stimulator to turn back on or do anything. Patient noted they tried resetting the controller but that didn't resolve the issue. Patient noted they charged their implant at least once or twice a day. Patient mentioned they had a pinched nerve on their lower back and they were scheduled to see their healthcare provider dr. (B)(6) tomorrow to try to kill some of the nerves so they could move a little easier; patient stated the pinched nerve caught the sciatic nerve which took out their left leg and hip. Patient mentioned they needed to turn stimulation on. Agent had patient connect the recharger to the controller. Patient saw no device found. Patient entered passive recharge mode and saw 78-81-91. Patient then saw the batteries screen with the controller at 30% and the implanted neurostimulator at 0%. Patient denied any visible damage to the equip ment. Agent instructed patient to check for damage; no visible damage to recharger. Patient unlocked controller and controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; implant went into passive recharge with numbers 78-79-81. Agent instructed patient to clean the controller port and recharger pins then start the charge session again. Patient noted controller did not advance to the batteries screen and they tried earlier today. Patient noted they used their replacement controller and their previous controller but the controller screen did not advance past passive recharge mode. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Serial#: (B)(6), product type: programmer, patient; product ID: 97745nt, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.